Event description:
The patient underwent breast reconstruction using mentor memorygel breast implants on (B)(6)2007. Per a post-approval study annual follow up report, the patient was newly diagnosed with rheumatoid arthritis. The implant remains implanted.